Event description:
It was reported that while the patient was in the emergency department the right ventricular (rv) lead did not seem to be pacing as it should be and that it wasn't "catching." A representative was called to perform a device check. Prior to the representative's arrival, the patient was transferred from the emergency department to the intensive care unit. Upon arrival to the intensive care unit, the representative found the device was now capturing appropriately and the patient's intrinsic rate was above the pacing rate and did not require pacing at the time. The lead remained in use and no intervention was taken. It was further reported the patient later passed away due to an unrelated condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.